Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose readings were 500-600 mg/dl. The customer stated that his blood glucose readings would run high when he ate. The customer was advised to wait until his blood glucose is stable to calibrate.